Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure there was difficulty withdrawing the retriever (subject device) through the microcatheter. No clinical consequences to the patient was reported.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during the procedure there was difficulty withdrawing the retriever (subject device) through the microcatheter. No clinical consequences to the patient was reported.